Event description:
It was reported that after completing the priming of the product, when the customer started it up at a pre-use check, he noticed an occlusion alarm kept sounding. No patient injury.